Event description:
Customer reported that the current settings of the pump led to recurring low blood glucose levels during the night over a period of approximately three months. Specific blood glucose values were not provided, but it was mentioned that the levels displayed as "low" on multiple occasions. Customer addressed low blood glucose by consuming carbohydrates and did not require third-party assistance. Technical support provided education on locating and understanding settings affecting insulin delivery, but did not assist in adjusting them. It was strongly advised that customer consult with their healthcare provider before making any changes. Customer acknowledged and understood the guidance provided.